Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels with the highest bg of 314 mg/dl and the lowest bg of 48 mg/dl after meal announcements. The low was treated with food, and bg returned to range. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.